Manufacturer narrative:
Investigation: at the distributors' request, general mgr and dir of production, checked the instrument thoroughly and, in addition, reviewed the firm's mfg records. The instrument was produced with lot # 6071472 as one of 12 pieces in july 2007. It was delivered to the distributor in 2007. This instrument was initially produced in november 2003, with the first delivery to the distributor in december of that year. To date, a total of 86 instruments were shipped and this is the first reportable event. A thorough review of our production documents revealed no deviations in materials or processes from the customer's device and/or mfg specs. It also passed the 100% quality and function control prior to delivery. No non-conformances could be detected during visual inspection. The reassembled device functioned properly. Conclusion: based on above findings, we consider this an unjustified complaint. The instrument requires dismantling for proper cleaning and sterilization. It appears obvious that after processing, the device was not properly reassembled or function-tested and, as a result, fell apart during the procedure. Since our production documents indicate compliance with all specs and since the trend analysis reflects no problem with this design, no corrective action is required. After refurbishing the instrument surface, it will be returned to the distributor.